Event description:
On (B)(6) 2010, a spontaneous report was received via email regarding a (B)(6) registered nurse who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Additional info was received on (B)(6) 2010 from the registered nurse. Based on the info received the case was upgraded to non-serous, unexpected. Medical history included "eyelids were done," unspecified skin allergies, high cholesterol and angioedema for which the pt "keeps prednisone on hand." The pt's skin type was not reported. Concomitant medications included vytorin (simvastatin and ezetimibe) 10/40 mg daily and loestrin fe (norethindrone and ethinyl estradiol). The pt received an injection of restylane (unk amount injected [a "10cc syringe" was used]) on an unspecified date in (B)(6) 2010 to around the mouth. No pre-procedure medications were used and no additional procedures were performed at the time of implantation. On an unspecified date in (B)(6) 2010, about (B)(6) after the implantation, the pt woke up "on a saturday" and had developed a 2 x 2 area that was red, raised and very firm (also reported as lumps) on the right side of her face above the lip area in the crease. By midday, the pt had developed red, inflamed streaks across the right side of her face. The pt self-treated with two doses of prednisone 40 mg. "By monday", the pt had a second area on the left side of her mouth in the crease that was larger than the first area. The pt sent an email to the injecting physician who then called her "the following (B)(6) 2010." The pt explained to the injecting physician that she had self-treated the area with ice, prednisone, benadryl (diphenhydramine) and atarax (hydroxyzine hydrochloride). "On monday", the pt was seen by the injecting physician and prescribed a z-pak (azithromycin) for 10 days. As there was minimal improvement in the pt's symptoms, a second z-pak was prescribed for an additional 10 days. By (B)(6) 2010, there was still no improvement so the physician took a specimen looking for an abscess (also reported as "tried to withdraw last monday with no specimen obtained"). At that time ((B)(6) 2010), the injecting physician injected the left raised area with kenalog (triamcinolone) and prescribed keflex (cephalexin) 500 mg three times daily. After the left area improved, the right area was injected with kenalog on an unspecified date in (B)(6) 2010 and keflex was also finished at that time. Both sides then improved and by (B)(6) 2010, both sides remained scarred.

Manufacturer narrative:
The lot number and exp date were reported as unk. Additional info has been requested. Additional PMA/ 510(k) #: p020023.